Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. The mother also reported they were unable to take the insulin pump off suspend and the screen went blank shortly after. The mother also reported a battery out limit alarm occurring. Customer was advised they will be sent a replacement battery cap. The mother declined to return the insulin pump for analysis.